Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with a 750cc mentor cpx4 with suture tabs, tall height, smooth and experienced postoperative right-sided deflation. As a result, the patient underwent removal and replacement with an unspecified implant on (B)(6) 2019.

Manufacturer narrative:
On 10/28/2019, mentor received information regarding teal-colored liquid contained inside of the suspected medical device. It is saline with methylene blue that was used to determine a leak point at the user facility. On 11/20/2019, the investigation on the suspected medical device was completed. Investigation summary:. The device was visually inspected, and it was found to have no apparent damage. Teal liquid was observed inside the product. Leak testing was performed and it revealed a tear from a suture tab. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Mentor followed up with the user facility regarding the teal liquid found and found out that the teal liquid is methylene blue, used to determine if there was a leakage present in the device. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. Deflation is a known complication associated with mentor mammary tissue expander devices. Possible causes of deflation of tissue expander include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).